Event description:
While stitching in the mesh for the umbilical hernia repair, surgeon noted the loop on the suture broke, and then that the suture itself broke. Suture removed and rep notified. No harm to patient.